Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the device was inspected prior to use and nothing abnormal was observed at that time. However, during the coronary bypass procedure, it was noticed that the coag button remained pressed and the pencil remained activated. The pencil had been placed near the patient's thigh and the patient got a mild burn on 2 spots. The burns occurred on the inner side of the left thigh and the lower right abdominal area; 0.2cm to 0.5cm. The surface skin was trimmed (resected), the inside was stitched up and 3m tape applied on the line so that removal of the sutures was not needed.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.